Event description:
It was reported that, at the beginning of a navio assisted tka surgery, after the camera connection, the navio did not detected the navio handpiece, despite it was connected showing the error message that handpiece was not connected even after several attempts. Therefore it was impossible to perform the handpiece calibration and to continue the robotic procedure. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6).

Manufacturer narrative:
Additional info in: d, g, h. Results of investigation: the navio handpiece, (B)(6), (B)(6)(italy) intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The handpiece test was performed and the navio system outputted a handpiece connection error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is electrical failure within the handpiece cable. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from italy, it was reported that during set up for a navio assisted tka surgery, after the camera connection, the navio did not detect the navio handpiece and displayed the error message that handpiece was not connected. The procedure was completed with manual instrumentation without a significant delay. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.